Event description:
The suction feature would not work. Or (operating room) manager stated they opened two boxes of the prevena plus and neither suction worked. Or team disposed of both boxes in the trash. Operating room manager found one box and took pictures of identifying information. However, the pictures are not clear. As much legible information was retrieved from pictures and placed in this document. Manufacturer response for prevena plus 125 therapy unit, prevena plus (per site reporter). Rep was made aware and stated he knew of a specific lot that had been having issues and was reported as not working.